Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the artifacts were presented in both fluoroscopy and exposure. Upon troubleshooting actions, the fse identified that the video path failed due to defective flat detector controller board (fdc). The defective fdc board was returned for analysis, and it was concluded that there were burn spots on the surface of the fdc board. The fse replaced the fdc board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that all the images had artifacts. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.